Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products. 5076 implantable pacing lead: (B)(6) 2012.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed thedata. Oversensing was noted. (B)(4).

Event description:
It was reported that the device was withholding for t-wave oversensing but then allowed detection and treatment. There were large amplitude r waves. It was noted that the patient was active at the time of the shock. The physician is considering changing the sensitivity and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.